Event description:
It was reported that post pulmonary vein isolation procedure, the patient experienced a pericardial effusion following a cavo-tricuspid isthmus line (cti) ablation and considered off-label use. A pericardiocentesis was performed and there were no additional adverse patient effects, and the patient had fully recovered. The farawave pulsed field ablation catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.